Event description:
Hospital diabetes staff member (B)(6), reported that the patient applied a v-go on (B)(6) 2018 in the morning. That evening the patient believed the v-go was empty. The patient took off the v-go she was wearing from that the morning and put on a new v-go. The patient was admitted this morning, at 1:07am for hypoglycemia. No blood glucose level readings were provided by the hospital diabetes management staff member.

Manufacturer narrative:
The devices were returned and evaluated. The evaluation results were that the devices functioned as intended. (B)(4).